Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer managed the occlusions by changing the infusion set and cartridge. Ultimately, the customer reverted to an alternate method of insulin delivery.